Event description:
Note: this MFR report pertains to the third of three devices used during the same procedure. Refer to associated MFR report # 3005099803-2013-02954 and MFR report # 3005099803-2013-02956 for a description of the other devices. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.